Event description:
Information was received indicating that a smiths medical cadd ms3 pump was underreporting amount of volume in syringe despite lubricating syringe. Subsequently the pump was replaced. No adverse effects were reported.